Event description:
It was reported that the 980 system left monitor was flickering during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The wall ac power outlet was measured and found outside of specifications during the service call. The system was tested and found to be working as intended and put back into service.